Event description:
The kangaroo alarm sounded. The kangaroo bag was empty and needed to be refilled. The bag was filled with 120cc of premixed formula. The rate on the pump read 30cc per hr. The amount that was entered to be delivered was 120cc. The alarm on the pump should have sounded about 2 hours later than when it did. The kangaroo bag was empty when it alarmed. The pump had given the full amount of 120cc but only indicated that it gave 56cc. The pump gave the formula at double the rate.